Event description:
It was reported that during pre-surgery testing, it was observed that the motor device had an air leak. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor was stuck and would not rotate. It was further observed that the motor was getting stuck when safety was engaged and the cutter was hard to remove. It was determined that these conditions were due to the device being power broken. It was further determined that the cause of power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.